Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-14. H6: investigation summary: 1 sample was returned to sbdm, lot number is 2103042. There is fm on the chamber. Infrared spectrometry (ir) analysis: based on infrared spectrometry (ir) analysis of the complaint sample, we found that it is same component with raw material of chamber (polyester) according to the investigation result, we suppose that the fm is carbide raw material of chamber which was made while the raw material of the chamber components are injected in the injection machine in high temperature (200240). We suppose that pvc(raw material of chamber component) carbide may be formed in the high temperature or gas emission line on the injection mold was blocked temporary and the gas formed carbide. Therefore the carbide was injected with the chamber of the complaint i.v set while injection process. However, the process inspector did not file it while manufacturing process and it caused this complaint case. Sbdm review the manufacturing record of complaint sample, there is no issue while manufacturing.

Event description:
It was reported that IV set an120 w/o bp had foreign matter. The following information was provided by the initial reporter: foreign material were found in the ivset chamber during priming with n/s 0.9%.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set an120 w/o bp had foreign matter. The following information was provided by the initial reporter: foreign material were found in the ivset chamber during priming with n/s 0.9%.